Event description:
The caller alleged discrepant high inratio ins results in comparison to the laboratory inr result. Results are as follows: (B)(6). Therapeutic range: 2.5 - 3.5. The caller reported that she had been inconsistent in the amount of greens eaten, which can affect the action of oral anticoagulants and the inr value. There was no reported adverse patient sequela. There was no additional information provided.

Manufacturer narrative:
Investigation/conclusion: it is indicated that product is not returning for evaluation. Since the product associated with the complaint was not returned, a review of in-house testing data was performed. The retain strip testing results met accuracy and repeatability criteria. The product performed as expected and no product deficiencies were observed. A review of the manufacturing records, for lot#355401, did not uncover any relevant non-conformances and the lot met release specification. The root cause could not be determined from the information provided by the customer. Based on the information available, there is no indication of a product deficiency and no corrective action is required at this time.